Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that floxapen leaked past the stopper of the bd plastipak¿ concentric luer lock syringe while preparing the antibiotic. This occurred on 3 separate occasions, but the dates and/or patient information are unknown. Additionally, 1 syringe "imploded" during use while drawing up the liquid from a beaker. All defects occurred from lot# 1907702, and this complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "leakage past stopper 3 syringes - fluid is passing through the stopper - detected with several syringes of this lot no. 1 syringe has imploded when pulling the liquid from a beaker - this indicates material weakness of the plastic." We discovered during the preparation of an antibiotic that there was a problem. Floxapen (antibiotics IV which were dissolved with water for injections).

Manufacturer narrative:
H.6. Investigation summary: one photo and thirty six samples representative were returned to our quality team for investigation. Through visual inspection of the photo, a leakage through the stoppers ribs was observed. The returned samples were evaluated with no leakage identified. The product was disassembled for further inspection, there was no damage noted in the plunger rod or other components that could have caused a leak. A device history review was performed for the reported lot 1907702, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Leakage testing was performed and all product met specification with no leaks observed. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that floxapen leaked past the stopper of the bd plastipak¿ concentric luer lock syringe while preparing the antibiotic. This occurred on 3 separate occasions, but the dates and/or patient information are unknown. Additionally, 1 syringe "imploded" during use while drawing up the liquid from a beaker. All defects occurred from lot# 1907702, and this complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from dutch to english: " leakage past stopper 3 syringes - fluid is passing through the stopper - detected with several syringes of this lot no. 1 syringe has imploded when pulling the liquid from a beaker - this indicates material weakness of the plastic." We discovered during the preparation of an antibiotic that there was a problem. Floxapen (antibiotics IV which were dissolved with water for injections).